Event description:
Surgeon removed bilateral breast implants. Preop diagnosis: breast implant encapsulation with asymmetry and replaced with another co's mammary implants with ns. Removed this co's implants.